Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine device follow up. During testing, loss of capture was observed although the patient reported no symptoms. Therefore, the rv lead was explanted and replaced. A micro dislodgement was suspected as the cause for the loss of capture. No additional adverse patient effects were reported. The explanted lead was discarded at the facility as it was considered contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.